Event description:
Intermittent occlusion alarms were reported. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin. A systems check with tandem technical support verified the pump was functioning as intended, however, a replacement pump was sent to the customer.